Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. During the 1st inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and contrast in the balloon. Microscopic and tactile inspection revealed numerous kinks in the hypotube. There was a kink in the distal shaft, 20cm from the tip of the device. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found 2 pinholes in the balloon material, located at the markerband. Microscopic inspection of the markerband, the tip and the proximal weld found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. During the 1st inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.